Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during device preparation, the vision stent system was removed from the hoop without issue; however, during removal of the protective sheath, the stent dislodged. There was no report of difficulty removing the sheath. There was no additional preparation performed. There was no patient involvement and no clinically significant delay in procedure. There was no additional information provided.